Event description:
It was reported that the ilet mobile app disconnected from the pump, and the user missed a breakfast meal announcement; she was advised not to announce the meal after more than 30 minutes had elapsed because the system could deliver excess insulin, and the pump would correct glucose as needed. Symptoms included no reported adverse clinical effects, with blood glucose noted in range at 167 mg/dl. Outcomes included no injury, no alarm burden, and no need for medical intervention. Investigation included user education and troubleshooting regarding missed meal announcements and insulin dosing behavior. Investigation of this case revealed normal device behavior with appropriate automated correction and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational error with late meal entry, mitigated by counseling on proper use.